Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic minimally invasive esophagectomy, the anvil can be tilted after firing and was not bent. While the surgeon tried to remove the stapler from the patient¿s chest, it was difficult to remove. In the process of the difficulty of removing the stapler from the patient¿s chest, the cartridge ring of the device popped off the head of the stapler. The cartridge ring is the piece that holds the staples . It was retrieved once the anvil was separated from the center rod. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic minimally invasive esophagectomy, the component disengaged, the anvil can be tilted after firing and was not bent. While the surgeon tried to remove the stapler from the patient¿s chest, it was difficult to remove. In the process of the difficulty of removing the stapler from the patient¿s chest, the cartridge ring of the device popped off the head of the stapler. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and film inspection noted that the staple guide was disengaged. Further visual inspection of the staple guide noted signs of proper welding. Additionally, inspection of the safety feature noted that it was broken. Functionally, a representative staple guide and anvil were attached to the instrument. The instrument was then applied to the appropriate test media producing acceptable result. A full complement of staples were deployed and formed properly, and the knife cut the media cleanly and completely. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Damage to the staple guide and broken safety feature may occur if fired over thick tissue. Exceeding the tissue gap allowed per the device may lead to firing without the green indicator and removing the safety with force. As a response, the staple guide disengages and the safety feature breaks. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.